Event description:
I had severe uterine prolapse due to an accident, I suffered at 14 years of age. I had a partial hysterectomy and had my bladder suspended as well as my urethra. After a recurrence of the prolapse, I contacted a doctor at unc chapel hill. Much to my surprise, the original mesh had eroded and needed to be removed. I had some reconstruction and more mesh inserted for the retaking of my female organs. I now have no insurance and do not know if a have any problems. Sometimes I have pain with sex and I often get utis. Sometimes my urethra will just burn when I urinate. Now that we know a little more about the mesh, how do I find out if my insides are holding up or if there is a problem. I cannot afford to get it checked out because I have no insurance. The charity care I used is no longer an issue because my surgeon has taken a position at medical center. Is there any more info you can provide???. Diagnosis or reason for use: prolapse.